Event description:
Customer is handling product correctly but frequently experiences connector on headset breaking. The middle part of connector breaks and customer cannot attach tubing. Due to issues with infusion set customer has been having high blood glucose. Customer went to the hospital on (B)(6). Customer was not capable of driving. Reported a blood glucose result of hi, which on the system indicates a result in excess of 600 mg/dl 33.3. Customer's father drove her to the hospital. Customer was at the hospital overnight. Customer was given an insulin drip and fluid drip. Customer thinks reading was hi on hospital meter as well. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(4). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.